Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6), 2005.according to the complainant, post-procedure, the patient presented with unspecified complications.according to the physician, the patient was last seen on (B)(6), 2010. The medical exam was normal and no patient complaints were reported.all other information is unknown and unavailable.